Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot pedal was not working. Upon troubleshooting actions, it was identified that the problem was with the device not recognizing the commands from the pedal. Client checked the connection of the pedal with the base of the table. Connection was ok, but the pedal does not work. Fse ran tests to turn on the pedal on the crcb and restarted equipment still issue was not resolved. Fse found that the manual trigger was firing the x-ray correctly. Fse replaced the wired foot switch. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot pedal is not working. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the device not recognizing the commands from the pedal. Restarting the system did not resolve the issue. The fse replaced the foot pedal and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.